Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The clinic reported that the screw was not implanted because the wire twisted in the canulated screw. Associated procedure is a shoulder joint stop.